Event description:
Customer reports that the clips are not feeding and the clip shape is not correct. No pt injury or intervention reported.

Manufacturer narrative:
The device product sample is not available for evaluation. Investigation report not available at time of this report.